Event description:
A customer contacted beckman coulter inc. Reporting a leak of clear liquid underneath their coulter act 8/10 instrument. The volume of the leak was reported as 1 full cup. The customer was wearing personal protective equipment (ppe) including a lab coat and gloves. No injury or exposure was reported. No patient samples or results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed overflow of the wbc (white blood cell) bath on to the counter. Fse found the lv14 valve (which drains the wbc bath on the instrument) not working . Fse replaced valve lv14 which resolved the leak. The cause of the leak is that the lv14 valve was not working. (B)(4).